Event description:
Patient had persistent pain following surgery, and implant was removed.

Manufacturer narrative:
Device was explanted. DHR review indicated that the device was manufactured to specifications.